Manufacturer narrative:
There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the motion restricted leaflet is unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in the (B)(4), after the placement of a 26mm sapien 3 valve by tf approach in aortic position, one leaflet showed no movement. An attempt to manipulate the leaflet with a wire and a pigtail was attempted without results, central leakage was reported as high in the valve due to the limited mobility of this leaflet. In order to solve the severe aortic regurgitation, a second 26mm sapien 3 valve was implanted with good results. The valve was prepped and placed following the IFU.

Manufacturer narrative:
The device was not returned for evaluation, as it remains implanted in the patient. Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. In this case, the cause of the reported leaflet immobility with subsequent central leak could not be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. A review of the device history records (DHR), complaint history, and label/IFU did not reveal any issues that might suggest a manufacturing non-conformance has occurred. Therefore, no corrective or preventative actions are required.

Manufacturer narrative:
Procedural cine and echo images were provided to edwards for review. The images were reviewed by an edwards physician, and the following observations and impressions were provided: procedural angiography: heavily calcified cusps, good coaxial alignment, bav seen, no leakage seen around balloon with contrast injection, asymmetrical foreshortening seen post valve deployment, central regurgitation seen post-dilatation, 2nd valve deployed within existing valve, central regurgitation diminished. Procedural tee: clock on echo images appear 1hr behind clock on cine images, 11:32 echo image shows eccentric leak, post valve implant (poor imaging view), 11:56 echo image shows central ai (assuming post-dilatation) with 1 leaflet nonfunctioning; 12:20 echo image shows no central ai and all 3 leaflets working correctly (assuming post 2nd valve implant). Last echo image shows pvl. Impressions: good bav with contrast injection, but unable to determine balloon size. The valve appears to be over-sized for annulus. The stent frame appears not fully expanded and the stent frame looks asymmetrical, more foreshortened on lcc than rcc. Post-dilatation, central regurgitation seen on cine. Echo (ice) clock 1hr different from cine. Central regurgitation confirmed with 1 leaflet not functioning. Valve in valve was performed well with central regurgitation reduced to none. Pvl was seen, but unable to determine degree of pvl due to poor imaging quality with limited views. Cause of leaflet immobility is indeterminate.